Event description:
It was reported that the device is beeping when a new mix is inserted. Issue was resolved through troubleshooting and patient education. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. Operator of device is patient/consumer.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H4: device manufacture date could not be completed due to lack of information regarding lot number. H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. If the product is returned however, the manufacture will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed., corrected data: g3: correction: report source: other, mw5109161.